Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner had a pressure problem, and the patient received right ventricular apex rupture injury. Surgeon used recommended pressure of 250mm hg. Had to re-operate due to bleeding and patient ended up being admitted to ICU.

Manufacturer narrative:
From "malfunction" to "serious injury". (B)(4). A lot history record review was completed for lots 25134254, 25134809 and 25135695; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner had a pressure problem, and the patient received right ventricular apex rupture injury. Surgeon used recommended pressure of 250mm hg. Had to re-operate due to bleeding and patient ended up being admitted to ICU.